Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that a cd801, 5mm laparoscopic kittner, blunt dissector 40 cm length device was used in an unknown surgical procedure on approximately (B)(6) 2025 , and ¿the tip fell off after use post op¿. There was no injury, medical/surgical intervention, or extended hospitalization for the patient. Further assessment was attempted, and a good faith effort was made to obtain additional information; however, no response has been received to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A sales representative reported on behalf of a customer that a cd801, 5mm laparoscopic kittner, blunt dissector 40 cm length device was used in an unknown surgical procedure on approximately (B)(6) 2025, and ¿the tip fell off after use post op¿. There was no injury, medical/surgical intervention, or extended hospitalization for the patient. Further assessment was attempted, and a good faith effort was made to obtain additional information; however, no response has been received to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of one device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 10 reports, regarding 15 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: a thorough understanding of the principles and techniques involved in laparoscopic laser and electrosurgical procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments. This device is not intended for use except as indicated. It is not intended for use when endoscopic techniques are contraindicated. We will continue to monitor per regulatory requirements to help ensure patient safety.